Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose. Reportedly, the customer adjusted pump settings to address bg and requested assistance reducing the basal settings on the pump. The customer was educated on the pumps settings and features.